Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head went to white balance and would not come on when they went to plug it. The issue was found during inspection for use. There were no reports of patient involvement.